Event description:
Additional information received that the patient developed renal failure while on support. Continuous renal replacement therapy (crrt) was started on (B)(6)2024 as treatment. The kidneys recovered on (B)(6)2024 and the crrt was no longer necessary and the patient recovered with no sequelae.

Manufacturer narrative:
B5 additional information received. H6 updated health effect - clinical code to reflect new information.

Event description:
Us complainant reported the patient was on impella 5.5 support and the patient went into ventricular tachycardia for about two minutes and was not self-limiting. An echocardiogram was ordered and performed, however, readings were not confirmed. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.